Event description:
While using a tl30 stapler on a colon resection, after the stapler was fired, there was no evidence of staples being discharged. This resulted in increased surgical time and pt needed to have a loop colostomy instead.